Event description:
Procedure: lower anterior resection. Reportedly, the pt's tissue was fragile and the surgeon reports the stapler was hard to fire across the rectum. Staples did not form properly at all and the dr ended up opening and taking the staples out one by one. The procedure was then converted to a colostomy. Surgeon did mention the pt's tissue was very weak.